Event description:
The patient was undergoing a coil embolization procedure in the hypogastric-dependent pelvic varicea using ruby coils and a lantern delivery microcatheter (lantern). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted two coils into the target location. While advancing a ruby coil through the lantern, the physician visualized via fluoroscopy that the ruby coil had unintentionally detached while the ruby coil was partially inside the lantern and partially in the target location. Next, the physician flushed the lantern with saline solution using a 3ml syringe and successfully implanted the ruby coil. The procedure was completed using two additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the sr component was fractured, and the proximal constraint sphere was present inside the distal tip of the pusher assembly. If the ruby coil is manipulated against resistance during use, damage such as a sr component fracture may occur. This damage likely contributed to the ruby coil detachment during the procedure. Based on the reported complaint, the root cause of resistance could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.